Event description:
It was reported that a user contacted support concerned that lunch meal announcements were prompting higher-than-expected insulin dosing, with post-lunch hyperglycemia observed after announcing smaller-than-actual meals while attempting to manipulate pump behavior; the agent reviewed device reports and provided troubleshooting and education for the ilet system and oral glucose use as needed. Symptoms included episodes of hypoglycemia and hyperglycemia ranging from 54 mg/dl to 253 mg/dl. Outcomes included urgent low glucose, low glucose, and high glucose episodes managed without hospitalization. Investigation included review of available pump data, assessment of meal announcement patterns, and user interview. Investigation of this case revealed inconsistent meal size announcements and user-driven manipulation that likely contributed to glycemic variability, without evidence supporting a device malfunction or need for factory reset. It was concluded that the device performed as designed and that user education and consistent meal announcement practices are required to optimize therapy. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.